Manufacturer narrative:
RMA issued. Replacement purple teratracker shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that the returned teratracker is missing the attachment screw. Otherwise, with markers attached and fully seated, the teratracker returned a good geometry error. No problem found. Did not cause event.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged a 5mm inaccuracy when using the universal drill guide (udg) with the violet teratracker. All other instruments were accurate. In trouble-shooting, changed the tracker to the green teratracker and placed the screws with that instrument. There was no delay as the teratracker was changed when the surgeon was decompressing. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.